Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on (B)(6) 2017. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted and replaced on (B)(6) 2019. The patient was in stable condition before, during, and after the procedure.